Manufacturer narrative:
The device was evaluated. Device evaluation has confirmed the reported issue. A definitive root cause could not be identified reasonably known information suggest probable causes such as damage or deterioration of parts, degradation, external factors. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the choledocho fiberscope to the service center for a separate issue. During the device analysis, the service repair team indicated that the device control body ,eyepiece cup has crystallization inside and the forceps port is corroded and needed to be replaced. There was no patient involvement in this reported event.